Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5.5 cm distal to the is-1 into fragments. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The ring electrode was found covered in fibrotic growth and several cuts into the insulation were found. The fixation helix was found bent, the deformation probably resulted from the extraction procedure due to tensile stress. A thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: this lead was explanted due to impedance issues.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.